Manufacturer narrative:
A correction is being submitted for the returned 096f6j swan due to product evaluation findings. Customer report of "the balloon was found ruptured" was confirmed. Balloon was found to be torn at distal bonding site around circumference and a part of distal side latex had a tear, 0.5 mm in length. The tear edges appeared to be matched up. No deterioration was found from the balloon latex. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body and returned syringe. The device history record review was performed and the product passed all manufacturing inspections without nonconformances associated to the reported malfunction.

Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed. The device history record has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the 096f6j swan balloon was found ruptured when the customer felt some kind of abnormality and pulled out the catheter from around the tricuspid valve during use. After the catheter removal the balloon was found to be donut shaped although most balloon latex appeared to be attached. The customer suspected possibility of balloon missing pieces and requested the catheter to be checked as they were uncertain whether there were any missing fragments. The brand size of the used introducer is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.